Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a mini open rotator cuff repair, surgeon prepared the bone with a 2.8 qfix drill through the guide. Two (2) units of the 2.8mm q-fix all suture anchor were inserted into the guide and were deployed as usual until the suture cleat was fully exposed. Once the anchors were deployed, the inserter and guide were removed, when the surgeon pulled on one suture limb of each color to allow it to slide so he could adjust the limb lengths, the sutures were frayed and completely shuttled out of the deployed anchors, leaving no sutures left to repair the cuff. A void was left in the patient. The procedure was performed, after a non-significant delay, using an equivalent s+n back-up used in another drilled bone hole. No further complications were reported.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation & investigation findings). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found two pieces of suture separated. No anchors are visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information in h11 (results of investigation) h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and identified two photos showing frayed suture ends from different angles. A review of suture specifications found the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. No recent changes on the manufacturing process were identified. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include (1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.